Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00516325. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was noticed was ruptured. Microscopic examination was performed on the product and no evidence of instrument damage was observed. No other anomalies were observed. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported complaint was confirmed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the tear was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Reason for device explant and/or reoperation: right side breast implant rupture and capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00516325. It was reported that a (B)(6) female patient underwent revision breast augmentation with a 255cc mentor memorygel breast implant and was presented with right side breast implant rupture and capsular contracture; baker grade iii. As a result, the patient underwent explantation and replacement with catalog number 3507255mc; serial number (B)(4) on (B)(6) 2019..